Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for three patient samples tested on the cobas 6000 c501 (ul) v. The reporter complained that they have been getting negative anion gaps in their ion-selective electrode (ise) results. The initial results were not reported outside of the laboratory. Patient sample ID: (B)(6). The initial sodium result was 93 mmol/l. The repeat result was 138 mmol/l. Patient sample ID: (B)(6). The initial sodium result was 116 mmol/l. The repeat result was 130 mmol/l. The initial potassium result was 2.98 mmol/l. The repeat result was 3.68 mmol/l. The initial chloride result was 112.5 mmol/l. The repeat result was 99.2 mmol/l. Patient sample ID: (B)(6). The initial sodium result was 123 mmol/l. The repeat result was 130 mmol/l. The sodium electrode lot number is g8715. The potassium electrode lot number is q2232. The chloride electrode lot number is b8879. The expiration dates of the electrodes were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the ion-selective electrode (ise) bath subassembly was worn. The fse then replaced this part. He performed primes and verified the module's performance by calibrations with successful results. The customer performed qc with successful results. The investigation determined the service actions (replacing the ise bath subassembly) resolved the issue.